Event description:
Patient was on stretcher in radiology when the front wheel broke and the patient fell to the side. Two steel welds failed and broke.====================== manufacturer response for stretcher, transtar======================the manufacturer would reimburse for repairs